Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise, oversensing and less than two seconds of pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and no sign of a lead fracture was observed under fluoroscopy. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.